Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard beeping and disconnect alarms from the controller. The patient also reported potential battery switching and a blank display on the controller. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was not returned for evaluation. The log files of the controller involved revealed that the controller did not contain the smr software. Analysis of data files revealed several premature power switching events due to communication errors and/ or momentary disconnections. Momentary disconnections will result in an audible tone or ¿beeps¿. No controller power ups were recorded. As a result, the reported power switching and beeps were confirmed. The reported controller with no power could not be confirmed. Based on log file analysis, the most likely root cause of the reported power switching event can be attributed to a communication error and/ or momentary disconnections. However, the most likely root cause of the reported ¿beeps" are most likely attributed to momentary disconnections. If information is provided in the future, a supplemental report will be issued.